Manufacturer narrative:
(B)(4). The rt205 adult inspiratory-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: one complaint rt205 circuit was received for evaluation. The returned circuit was visually inspected, pressure tested and submerged in a water bath to check for leak. A lot check revealed no other complaints for the lot number provided. Results: the pressure test revealed that the breathing circuit was out of specification. The water bath test showed that the leak was through the connection between the lid and bowl of the inspiratory water trap. Conclusion: the rt205 breathing circuit water trap consists of a bowl and a lid. The water trap bowl and lid can be separated to allow the caregiver to empty the water trap. All circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed after the product was released for distribution, during transport or storage. The customer had correctly checked the breathing circuit for leak before patient use, which is in line with our user instructions. The user instructions that accompany the rt205 adult breathing circuit state the following: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported that three rt205 adult breathing circuits failed the leak test on the servo ventilator. This was found prior to patient use.